Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg implantable cardioverter defibrillator (ICD), (B)(6)  2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) right ventricular (rv) lead had high impedance in the superior vena cava superior vena cava (svc) coil as well as t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.